Event description:
Nurse reported: "primed extension and it would not stay primed. The fluid kept leaking back into the syringe...the nurse has not had this happen before - only when it would not prime."the site had a number of failures in which the valve would not open.